Event description:
Nurse at a dialysis center reported on a meter to hcp meter comparison test for a pt. The pt's meter reading was 38 mg/dl, and the hcp meter at the facility (type unknown) read 147 mg/dl. The tests were an hour apart. She stated that pt did not have any symptoms. The rptr further stated that a control test was done and that the result was in range. On followup, the pt's spouse confirmed the reported tests, and stated that they were 45 minutes apart. No harm was alleged.